Event description:
Reporter noted cassette popped out repeatedly from system before procedure started; unable to conduct operation with system. Patient was on operating table for two hours, while another system was brought in to complete procedure. No patient injury occurred.

Manufacturer narrative:
Product has not been returned for evaluation to date.